Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-13, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding an unknown patient receiving an morphine (6.7 mg/ml, unknown dose) via an implantable pump for an unknown indication for use. It was reported that the patient has heard alarms for "years" due to an empty pump. The patient had not had the pump refilled for "two plus years because they thought they didn't need it. Then they had elbow surgery and want the pump refilled." The rep checked the pump logs and did not find any anomalies or motor stalls. The rep confirmed the event logs had an empty reservoir alarm occur, but did not know the date or year this occurred.